Event description:
I got saline breast implants in 2002 which were manufactured by mcghan (now allergan). As per the MFR via my surgeon, (B)(6), the implant could last a lifetime. Without any issues, however, if there are any ruptured during the first 10 yrs, replacement would be covered. In 2008 I began experiencing regular aching pain and zapping in my legs and back and by 2010, I was riddled with back and neck pain, extreme muscle tension, then severe jaw pain, and chronic migraines with brain fog and blurry vision. For years as a pt of (B)(6), I've undergone countless dr visits, painful tests, and mris ruling out ms, lyme, rheumatoid / psoriatic arthritis, lupus and many more auto immune diseases that could be the culprit. Finally, after being told repeatedly by (B)(6) that "it's not my implants and just have fibromyalgia". I listened to my body instead of the drs and decided to pay out of pocket and have them removed on (B)(6) 2017. I requested to keep my implants intact and only one survived the explant, but it's filled with mold (which is currently in my possession). I will never fully recover from spending years in daily pain. I clearly lost a decade of my life to toxic mold poisoning and although I cannot get it back. I do feel that I am owed fair compensation. I was lied to by the mfrs in 2002 when I was told "saline is safe." My surgeon assured me that the saline implants are safe. I have clear evidence of product failure. Additionally, I've had two (B)(6) drs refused to give me the needed mold/fungus tests, needed even after seeing my mold filled implant. (I can send a video if you would like to see). I am seeking an attorney that may represent me with no up front out of pocket costs. Thank you for your time.